Manufacturer narrative:
Firing mechansim. Eval summary: the analysis results found that the long45a device in good visual condition and with a fully fired reload present with the lockout tab normal. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the mfg process.